Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen tube was damaged. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported that the oxygen tube was damaged. It was stated that the teeth of the attachment for the oxygen tube might have been deteriorated. The remote service engineer (rse) provided the customer with the part number of the oxygen tube to order and replace. The investigation is ongoing.

Manufacturer narrative:
H11: g1 phone number (B)(6).

Manufacturer narrative:
The customer reported that the oxygen tube was damaged. It was stated that the teeth of the attachment for the oxygen tube might have been deteriorated. The remote service engineer (rse) provided the customer with the part number of the oxygen tube to order and replace. A field service engineer (fse) then went onsite and replaced the oxygen tube. The reported issue was confirmed to be resolved after the replacement of the oxygen tube. The fse replaced the oxygen tube to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.